Event description:
Per the edwards field clinical specialist, during removal of the sheath the patient experienced a right external iliac artery avulsion. During the procedure, a cutdown to the right femoral artery (rfa) was performed by the thoracic surgeon. Serial dilation was performed and resistance was met upon insertion of the 25 fr dilator. The physicians felt that the resistance was above the aortic bifurcation. The sheath was inserted with relative ease, and the sapien valve was deployed in a stable 50:50 position. During sheath removal, the physician noted "serious" resistance. He was able to withdraw the sheath a little bit and then felt it "give". The patient's blood pressure then dropped. The medical team quickly placed stents from the aortic bifurcation to just above the femoral access site but were unable to achieve vascular hemostasis. When the sheath was completely removed the medical team noted approximately 1 ½ inches of endothelial tissue adhered to the sheath. They then rapidly converted to open surgical repair and an iliofemoral bypass graft was successfully attached. The patient was transferred to the intensive care unit with her abdominal incision left open. No additional bleeding was found when the patient was examined later that night. The next morning, the patient's condition was stable. Additional investigation revealed the following: the minimum luminal diameter of the vessel at the location of the avulsion was 7.3mm. The medical team believes that external iliac calcification and insufficient minimum luminal diameter of the vessel caused the complication.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Despite numerous attempts to obtain the device for evaluation, the device was not returned by the site; however, per report, there was no device malfunction. The device history record review for the effected device was completed and the device met specifications prior to distribution. According to the instructions for use (IFU), cardiovascular complications which may require intervention are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr). The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the access vessel's diameter was 7.3mm, and the vessels were noted to be non-tortuous and moderately calcified. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the root cause for the reported vascular complication cannot be confirmed; however, it is possible that the moderate calcification contributed to an area of reduced vessel diameter, which caused or contributed to the event. There is no allegation of device malfunction or mislabeling, and no inadequacies in the IFU or physician training manuals have been identified. Therefore no further actions are required.